Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain. On (B)(6) 2016, the recipient was hospitalized. The recipient was prescribed IV antibiotics (meropenem and linezolid) for 14 days.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. No signs of infection were found near or around the implant site. The recipient was discharged from the hospital. The recipient will be referred to assess the non-organic presentation of pain. The recipient remains implanted. This is the final report.